Manufacturer narrative:
(B)(4). The customer reported that a pt rec'd a burn from a defib pad. The burn was reported to be approx 1.25 inches in diameter. It was not reported what type of burn this was. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that a pt rec'd a burn from a defib pad.